Manufacturer narrative:
H3: device evaluation - lens was returned in a microcentrifuge vial with moisture. Visible inspection found haptic broken. Unable to perform dimensional/refractive verification because lens returned significantly damaged.

Manufacturer narrative:
PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -09.00/+1.0/009 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to patient experienced a refractive surprise. The lens was replaced with another same model/length lens and the problem was resolved. The cause of the event was unknown.